Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2011 at 5:43am she obtained blood glucose results of "507, 424, and 316mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. According to the csr's documentation, the patient manages her diabetes with an insulin pump. Two minutes after the alleged issue began the patient reportedly administered her usual dose of novolog insulin (8.6 units) and subsequently, approximately 75 minutes later, the patient claimed she developed symptoms of shaking and slurred speech. The patient denied receiving any medical intervention/treatment after the reported meter issue began. It is not known how long the patient's symptoms continued on for and it is not known if the patient suffers from any other health conditions. According to the csr's documentation, the patient tested her blood glucose with the subject meter at noon (on (B)(6) 2011) and obtained blood glucose results of "296, 123, and 294mg/dl" as well as the following day (time not specified) and obtained readings of "214 and 95mg/dl". It is unclear how much time elapsed between the readings, however, if the results were taken within 20 minutes from each other (on both days), based on statistical mythology, the calculated differences of these glucose results exceeds the expected value of <=20 mg/dl. It is not known if the patient tested her blood glucose with another device. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate erratic readings on the subject meter, administered her usual dose of insulin as treatment, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.